Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. During the lead revision procedure, an insulation abrasion was noted near the suture sleeve location. The lead was explanted and replaced. The patient was asymptomatic and was fine before and after the procedure.